Manufacturer narrative:
B3: online publish-ahead-of-print date used as event date, as it is unknown. Literature citation: rana, a et al. (2024). Late-onset left atrial appendage occlusion device-related thrombus attributed to mitral bioprosthetic stenosis: a case report. European society of cardiology: european heart journal - case reports. Https://doi.org/10.1093/ehjcr/ytae438.

Event description:
Reported via journal article. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx closure device was implanted. Periprocedural transesophageal echocardiography (tee) at the time of implant showed thickened and calcified mitral bioprosthetic leaflets and a mild mitral stenosis. At the 45-day routine follow up, tee showed a mild mitral stenosis and no leak or thrombus around the closure device. At 12 months, the patient had symptoms from a worsening mitral valve stenosis and had a transthoracic echocardiogram (tte) which showed a moderate mitral stenosis, and the closure device remained free of thrombus. Another tte was performed prior to the planned mitral valve-in-valve (mviv) replacement procedure at 13 months post index laa closure procedure, which then revealed a large device related thrombus (drt) that measured 1.7cm x 1.3 cm on the closure device, requiring the mviv to be postponed. The physician placed the patient on 45 days of anticoagulation with warfarin in response to the drt. At the end of the 45 days of anticoagulation, a repeat tte was performed which showed a resolution of drt, which allowed the patient to subsequently receive the mviv procedure. Warfarin was resumed at hospital discharge post mviv procedure, due to the prior drt formation with the closure device.

Event description:
Reported via journal article it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx closure device was implanted. Periprocedural transesophageal echocardiography (tee) at the time of implant showed thickened and calcified mitral bioprosthetic leaflets and a mild mitral stenosis. At the 45-day routine follow up, tee showed a mild mitral stenosis and no leak or thrombus around the closure device. At 12 months, the patient had symptoms from a worsening mitral valve stenosis and had a transthoracic echocardiogram (tte) which showed a moderate mitral stenosis, and the closure device remained free of thrombus. Another tte was performed prior to the planned mitral valve-in-valve (mviv) replacement procedure at 13 months post index laa closure procedure, which then revealed a large device related thrombus (drt) that measured 1.7cm x 1.3 cm on the closure device, requiring the mviv to be postponed. The physician placed the patient on 45 days of anticoagulation with warfarin in response to the drt. At the end of the 45 days of anticoagulation, a repeat tte was performed which showed a resolution of drt, which allowed the patient to subsequently receive the mviv procedure. Warfarin was resumed at hospital discharge post mviv procedure, due to the prior drt formation with the closure device.

Manufacturer narrative:
Media was received and reviewed by a bsc quality engineer. The media provided did not appear to depict any device or user related allegations and resulted in no questions requiring further investigation. H6 evaluation conclusion code updated from cmc-no problem detected to known inherent risk of device b3: online publish-ahead-of-print date used as event date, as it is unknown. Literature citation: rana, a et al. (2024). Late-onset left atrial appendage occlusion device-related thrombus attributed to mitral bioprosthetic stenosis: a case report. European society of cardiology: european heart journal case reports. Https://doi.org/10.1093/ehjcr/ytae438.